Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (abnormal shutdowns) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that the monitor was saying "device has a problem, may require service." A review of the patient's download revealed the patient was getting abnormal shutdowns. The patient received a replacement monitor.